Event description:
The user facility reported a water leak where the system 1e is located an adjacent operating room. The facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris technician inspected the system 1e and found the big blue filter housing had a long crack and white marks. The water pressure was recorded to be greater than 120 psi. This filter housing is labeled for a maximum of 90psi. A new big blue filter housing has been installed and the system 1e has been returned to service. The big blue filter and housing is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water pressure and are the responsibility of the user's to maintain.